Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(6) - catalyst ide, patient site ID: (B)(6) (B)(4). It was reported that on (B)(6) 2023, a 28mm amplatzer amulet was chosen for implant. Post-procedure, it was reported on (B)(6) 2025 a pericardial effusion was noted via transthoracic echocardiogram. Patient was admitted for further evaluation, reporting a 0.3cm leak. No treatment or medical intervention was reported. A follow-up echo on (B)(6) 2026 showed improvement.